Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2020, with blood glucose of 200 mg/dl. Other values were 236 mg/dl and 219 mg/dl. Customer was in emergency room as a result of high blood glucose level. The customer was treated with intravenous drip, insulin pump, and by injection. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test at 0.08725 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted during testing. The test battery was removed and reinserted with no failed battery test alarm noted. Device uploaded properly using care link. No cosmetic damage noted. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).